Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the monitor for the cardiosave intra-aortic balloon pump (iabp) was dropped and the hinges were damaged. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported that the monitor for the cardiosave intra-aortic balloon pump (iabp) was dropped and the hinges were damaged. The iabp unit was transported unsecured in the back of a vehicle and fell four feet to the ground when the liftgate was opened. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and upon visual inspection of the exterior, the display mount was bent and the user interface casing was damaged. Due to the previous history of the iabp unit being dropped, all components and boards were checked for damages. No visible damage to any internal components found during initial inspection. Multiple load tests were conducted to verify that the iabp unit was functioning properly. Intermittent abnormal readings were present. After even closer inspection, the fse found three components on the front-end board that broken free and were not making solid connections. The fse replaced the front-end board and ran another load test, and the iabp unit performed with no issues. The fse then performed all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.